Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 30 mg/ml of morphine at 13 mg/day via an implantable pump. It was reported a motor stall occurred on (B)(6) 2020. Per the logs, a tube set message occurred on (B)(6) 2020. The patient was seen on (B)(6) 2020 and the clinician noticed the alert on the programmer. Regarding environmental/external/patient factors that may have led or contributed to the motor stall, it was indicated an MRI (magnetic resonance imaging procedure) was done. The pump was reprogrammed to re-engage the rotors. The pump rotors appeared to have re-engaged. It was reported the issue had resolve at the time of the report, (B)(6) 2020. Therapy was restarted at a lower dose. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.